Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: no damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powered on normally with no alarms. The review of the black box data revealed no power issues. The pump was exercised for 24 hours with no alarms or power interruptions observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.